Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the device was received and inspected. Visual inspection revealed the active tip shows signs of activation and the manifold is melted on the 12 o¿clock positions of the tip. This damage to the active tip could lead to the reported failure, confirming this complaint. A functional test was not conducted to avoid further damage the active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace. There are also cracks visible in the ceramic. The remainder of the device appeared to be in a used but good condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been created to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.. This CAPA only was created to reduce the number of failures. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during the repair of the rotator cuff injury operation, it was noted that a electric spark in vapr s90 4.0mm electrode with integrated handpiece. The customer thinks it was short circuit. The surgery was completed with another device. There were no adverse consequences to the patient and no delay reported. No additional information could be provided.